Manufacturer narrative:
Conclusion -customer to repair.

Event description:
It was reported via repair work order that the left side rail glide rod was bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.